Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 h3, h6. Additional h6 component code: g07002 no device problem found. Investigation summary: the product was returned to ethicon for evaluation. One detached needle and one needle suture inside their open packaging were received for analysis that belongs to product code 8556h, lot tlbjtd. This product code is double-armed. Upon visual inspection of the detached needle, the swage and attachment area was noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was noted. The force used to detach the needle from the suture could not be determined. In addition, the needle suture was visually inspected, and the swage and attachment area was noted to be as expected. The suture was examined along of the strand and the insertion mark could be observed at the other extreme. A functional test was performed using instron equipment and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. (B)(4) was received for analysis. Product code 8556h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested and the following was obtained: our failure analysis lab received the additional product with reference to this complaint, the following product was received: -product code 8556h, lot tlbjtd. This complaint is for product code product code 8556h, lot tkbjlj. 1. Please clarify if the additional device belong to this complaint? Yes. 1a. If yes, did a device malfunction occur during the same procedure? Yes. 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. Na. 3. If the device was not reported before, please provide more details of device malfunction. Na. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. Na. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
It was reported a patient underwent an unknown cardiovascular surgery on (B)(6) 2024 and suture was used. When used for suturing, the suture and needle separated with a feel like a control release. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.